Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: first/last name:: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a preloaded monofocal intraocular lens (iol) had a piece of tissue/blue thread on the lens and the piece was taken out. The lens was fully inserted. The patient has fully recovered. It was reported there was no issue with the lens itself. The product is not available. No further information is available.